Manufacturer narrative:
H3, h6: the device, intended for use in treatment, was returned for evaluation. A visual inspection found defects to the outer casing. The functional evaluation confirmed the 4006-error message. The renasys touch has two batteries, the main battery is rechargeable. The coin cell battery maintains time and date settings if the main battery is depleted. The 4006, message is displayed when the coin cell battery becomes fully depleted, the device will not function and will not charge when the message is displayed. In addition, a defective component on the main circuit board was broken preventing the unit from charging, establishing a relationship with the reported event. Factors that are known to contribute to this issue is drop damage, mishandling and incorrect storage methods. A review of manufacturing records for the reported lot/batch, found no non-conformances or anomalies during production. The device/product met all specifications upon release into distribution. Complaint history for the reported event has been reviewed, revealing further instances. No further actions are deemed necessary at this stage. However, we will continue to monitor for any adverse trends relating to this product range. Smith + nephew acknowledge customer concern and are continually investigating ways to develop and improve our products.

Event description:
It was reported that during service evaluation the device presented failure 4006, coin cell was empty and the connector j13 on the main board was found broken. No patient involved.